Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, premature battery depletion was suspected on the device. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. The device is anticipated to be explanted and replaced to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. The device was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.